Manufacturer narrative:
(B)(4). D10: cat# 00631005632 lot# 60721833 liner 10 degree elevated rim 32 mm i.d. Cat# 00620005622 lot# 600750661 shell porous with cluster holes 56 mm o.d. Cat# 00625006530 lot# 60771821 bone screw self-tapping 6.5 mm dia. 30 mm length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately seventeen years post-implantation due to corrosion and alval. A new cup, liner, and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).